Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. During investigation evaluation of returned product found evidence of a kinked/pinched hpc harness restricting water flow. The hpc harness water passage was kinked/pinched restricting water flow, debris in water filter, faulty part replaced to meet factory's specs. Software have been updated. No other faults found. DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard and is tracked as part of monthly psc meetings.

Event description:
While using ag310 , they allege that handpiece gets warm to the touch; no injury resulted. There has been a previous report received where lack of water flow has caused an overheating insert.